Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover and nicks on the knife blade. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. An anvil retention test was performed with an acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of unable to remove the device reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when performing anastomosis of the rectum to colon during a laparoscopic lower anterior resection, the surgical assistant was unable to remove the device from the anus. The device was caught on tissue. The device was pushed slightly into the rectum to check if it would dislodge, but it did not. The wing nut on the back of the device was half turned to see if that would help. When the device was rotated and pushed again, the anvil disengaged from the device and fell into the rectum. The surgeon inserted a snap to try grabbing the anvil to retrieve and maneuver it out of the anus. The anastomosis was low enough that the snap was able to grab the anvil. When the surgeon looked at the anvil, it tilted, but it did not tilt all the way as it usually does. The surgeon confirmed that the assistant surgeon turned four half turns in the counterclockwise direction. There was no patient injury.